Manufacturer narrative:
The reported event ¿revision¿ could be confirmed, since the information obtained during the investigation indicated a revision surgery had been performed due to pain. The device inspection was not possible as the product was not returned for investigation. However, CT scans, x-rays, and medical records were made available for evaluation. Upon further investigation of the CT scans, x-rays, and medical records by healthcare professionals the following was observed, ¿the provided x-rays and the CT scan show a sequence of ongoing posttraumatic ankle arthrosis. Associated with a highly instable tn-joint and as a consequence of a flat foot deformity. A talonavicular and a talocalcanear joint arthrodesis have been performed successfully. The ankle joint shows significant signs of arthrosis." And "independently from the successfully performed stabilization operations on the foot a joint replacement is planned in the future. The implants do not show signs of failure, loosening or breakage. The irritation of the patient might be caused by the slightly prominent plate". The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery of the right ankle due to painful hardware. Patient has a long history of rigid flatfoot and a valgus degenerative tibiotalar arthritis.

Event description:
It was reported that the patient underwent a revision surgery of the right ankle due to painful hardware. Patient has a long history of rigid flatfoot and a valgus degenerative tibiotalar arthritis.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device not available.